Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was damaged). The 1st 2nd 3rd and 4th proximal stent segments were raised and deformed. (B)(4).

Event description:
It is reported that resolute onyx drug-eluting stents were being used to treat a lesion in the mid cx. The lesion was 80% stenosed with severe calcification. Device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was pre-dilated. It is reported that the resolute onyx stents failed to cross the lesion. The lesion pre-dilated again with a nc euphora balloon. Device did not pass through a previously deployed stent. Excessive force was not used during delivery. The procedure was completed with a non mdt stent. There was no patient injury reported. Based on analysis of the returned device damage was noted to the stent. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.